Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a post-implant check, an x-ray image showed that rv lead was dislodged, and high capture threshold was also observed. The lead was repositioned into right ventricular apex. The patient was stable post procedure.